Manufacturer narrative:
The ups was returned to the manufacturer for analysis. Analysis found that the ups did power on but would immediately power off with returned batteries. When new batteries were installed and charged, it would pass load test. Batteries wont hold charge. Analysis found that the reported event was related to a electrical issue. The gray cord was returned to the manufacturer for analysis. Analysis found that the power cord failed continuity test. One of the wires in the cord was internally broken causing an open, no power. Cable had scuff marks, small nicks and failed visual inspection. All the visible wires have insulation intact and conductive surface was exposed. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
UDI number provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available at the time of filing. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that there was an internal issue with the mobile view station (mvs) power cord. The cord was replaced and issues persisted. There was no line power to the mvs or image acquisition system (ias) and the power board was not turning on. Uninterruptible power supply (ups) replaced along with mvs power board. Upon replacement the system was functioning as intended.

Event description:
Medtronic received information that an mobile view station (mvs) did not boot up, and the image acquisition system (ias) would not charge. There was no patient present when this issue was identified.